Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump stopped working. The device had a blank display and it alarmed low reservoir and button error. The customer's blood glucose was 122 mg/dl. Troubleshooting was performed for the blank display and the display returned after inserting a new battery. Troubleshooting was also performed for unexpected restart and failed battery test, no anomalies noted. Her blood glucose level during the unexpected restart was 221 mg/dl. Troubleshooting for the button error was also performed. Customer stated the alarm occurred when she was removing the device from where she had it clip after hearing the device alarm low reservoir. Then the device had gone blank. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.